Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings. Component code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra aortic balloon pump (iabp) had a battery malfunction. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that alarm detected battery 2 unusable as it is completely flat. After various functional tests, the device was connected to the mains to allow the battery to fully charge. The device completed and passed the annual battery test, which lasted approximately 22 hours. The unit passed all functional and safety tests as per manufacturer specification.

Event description:
It was reported by the customer that during routine check the cardiosave intra aortic balloon pump (iabp) had a battery malfunction. There was no patient involvement.